Manufacturer narrative:
Technician replaced the head cylinder to resolve issue with no head up function on this unit. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Information received indicates the head of the bed would not rise.